Event description:
I had lasik surgery in both eyes in early 2011, and developed a cataract in my left eye 6 months later. Since then, I've had serious eye strain issues that have triggered numberous neuromuscular problems in my head, neck, shoulders, arms, and hands. In particular, because the artificial multi-focal lens installed in my cataract eye doesn't communicate fully with my natural lens in my other eye, I've had severe headaches, have potentially triggered cerebral spinal fluid pressure issues inside my head, and have developed an arthritic condition in my upper spine (c1-c3 vertebrae). The vision issues also trigger constant spasms within my head, emanating from my left side/cataract eye with the artificial lens, that spasm muscles from my left temple, around my head, to my upper spine, which in turn creates pinched nerves that cause numbness in my left arm and hand. The csf pressure issues have also created constant ringing in my ears, and led to my having to take large daily doses of diamox (1,500 mg/daily), in order to lessen the effects of the csf pressure, which are: nausea, intense pressure in the left ear, intense pain along left side of head, and a general "woozy headedness" and fatigue that has been debilitating. I has lost 24 lbs, including muscles mass, in the last year due to these medications and conditions. Before lasik I wore contacts only for any distance. Now, I have to wear multiple pairs of reading glasses, for various distances, and cannot see up close without them. The worst result of all is that reading triggers severe pain, pressure, and neck spasms, especially reading on a computer or smartphone screen (such as for work).